Manufacturer narrative:
Citation: jewgenow p et al. Subclinical thrombus formation in bioprosthetic pulmonary valve conduits. Int j cardiol. 2019 apr 15;281 :113-118. Doi: 10.1016/j.ijcard.2019.01.095. Epub 2019 jan 30. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an examination of a series of explanted pulmonary valved conduits for subclinical thrombus formation as a possible risk factor for endocarditis. All data were collected from four centers. The study population included 46 patients (mean age 5 years), 23 of which were implanted with a medtronic hancock valved conduit, 7 were implanted with a medtronic contegra valved conduit, 7 were implanted with a medtronic melody bioprosthetic valve, and 2 were implanted with a medtronic freestyle bioprosthetic valve. No serial numbers were provided. Among all hancock, contegra, and melody patients, adverse events included: conduit/valve explantation due to pulmonary stenosis, pulmonary valve insufficiency or endocarditis, presence of thrombus material on explanted conduit/valve, and partial thickening of valve cusps (result of endocarditis). Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. Among all freestyle patients, adverse events included: conduit/valve explantation due to pulmonary stenosis and presence of thrombus material on explanted conduit/valve. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Oper of dev "healthcare professional". If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date MFR rec corrected to 2019-02-27 for the update that was reported in supplemental regulatory rep # 2025587-2019-00742 (follow up number 001). If information is provided in the future, a supplemental report will be issued.